Event description:
The customer contact reported the device was found delivering on a different line than was originally program resulting in the patient receiving less medication than intended. On an unspecified date and time, line a of the device was programmed to deliver an unspecified concentration of normal saline. Line b was programmed to deliver an unspecified volume of packed red blood cells (prbc) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse went into the patient's room to check the vital signs. At that time, the nurse noted line a was delivering instead of the intended line b. It was reported that 50ml of the prbc had been delivered. Though requested, no additional information was provided including, if any medical interventions were required and the patient outcome.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.